Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. However a photo was provided.   Upon visual inspection of the photo, was observed that the withe suture was ruptured and was separated from the green suture and looks slight frayed. The complaint reported was confirmed. The photo does not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The possible root cause for the reported failure can be attributed to that the instruments used in handling the suture had sharp edges. However, this cannot be conclusive determined.   A manufacturing record evaluation was performed for the finished device [6l38069] number, and no non-conformances were identified.   At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported by affiliate via complaint submission tool that during acl reconstruction surgery, working with the rgdloop adjustable stnd at the time of uploading the graft through the femoral tunnel, the white suture of the device that goes up to the graft is cut, detaching the green suture with a cortical button.   The complaint device was received and evaluated. Visual observations and inspection of the photo provided confirm that the withe suture was ruptured and was separated from the green suture and looks slight frayed. The complaint reported was confirmed. The possible root cause for the reported failure can be attributed to that the instruments used in handling the suture had sharp edges. However, this cannot be conclusive determined.   A manufacturing record evaluation was performed for the finished device [6l38069] number, and no non-conformances were identified.   At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool that during acl reconstruction surgery, working with the rgdloop adjustable stnd at the time of uploading the graft through the femoral tunnel, the white suture of the device that goes up to the graft is cut, detaching the green suture with a cortical button. The graft had to be removed and a new implant was placed to conclude the surgery. There were no risks for the patient, completing surgery satisfactorily. The device is available to be returned for evaluation.